Manufacturer narrative:
Results: related to operational context-issue appears to be procedural related. Deformation problem-distal outer and inner shaft torn. Conclusion: related to operational context- issue appears to be procedural related. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid lad which was reported to exhibit 80% stenosis. No abnormality was noted during preparation of the device, however, as an attempt was made to inflate the balloon, it would not inflate. The device was removed and the stent looked "shredded", however, it was still on the balloon. Another device was used to complete the case. No clinical sequelae reported.

Event description:
Evaluation summary : the stent was positioned between the marker bands as per specifications. There was no damage evident on the stent. The distal outer and inner shaft was torn from the exchange joint. The tear measured 16cm along the distal shaft. The tear was jagged and the material was protruding outward. The core wire was protruding out through the torn distal shaft. Image review: the images confirm a lesion in the lad. A wire is placed in vessel and pre-dilations are performed. Two stents are deployed followed by post-dilation. The final cag shows a good result. There does not appear to be any images of the failed (B)(4) device. There does appear to be calcification at the ostium of the lad. The images do not provide any insight into the root cause of the shaft tear and subsequent failure to inflate the device. There are additional images of an rca lesion. The lesion is successfully stented and post-dilated with a good outcome.

Manufacturer narrative:
Results and conclusions: stent deformation. The root cause of the stent deformation was most likely due to the patient lesion morphology. (B)(4). Date of event - (B)(6).